Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced one day post-implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A deformed inner (cathode) coil was noted which blocked the passage of a stylet; and tissue was noted in the helix mechanism. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. The product performance allegation was confirmed based on these findings.

Event description:
Additional information was received from product analysis.